Manufacturer narrative:
The subject device together with the clip was returned to olympus medical systems corp. (Omsc) for evaluation. The clip had no abnormalities related to the failure of releasing. The coil sheath of the insertion portion of the subject device was buckled (bent) at two points. The coil sheath had no other abnormalities. When the slider was operated, it did not move smoothly. The operation wire was bent around the hook. When the operation of clipping was checked by combining the subject device with a new clip, the clip could be released after clipping. The failure of releasing was not reproduced. The manufacturing record was reviewed and found no irregularities. There was a possibility that the clip could not be released because the operation of the slider became heavy due to such as the bent of the coil sheath and the slider could not be pulled out all the way to the end. The above device handling has warned in the instruction manual as follows. Do not withdraw the instrument if clipping is not completely finished (when the slider is not pulled out all the way in the proximal direction). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage.

Event description:
We received the following report. During a procedure, the subject device (clip fixing device) was used for hemostasis. The clip used in combination with the subject device could not be released after clipping patient's tissue. The user tried to remove the subject device from the patient. The subject device was removed from the clip. The intended hemostasis could not be performed. No further information was provided. On oct 31, 2019, the following information was provided. The subject device was removed together with the clip that grabbed the tissue. As a result, the patient bled. The intended procedure was completed with another clip in combination with the subject device.